Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number is reportedly unknown. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for detached filter limbs and a limb perforating the ivc. Based upon the available information the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/ potential complications/possible complications include, but are not limited to, the following: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Procedures requiring percutaneous interventional techniques should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure. - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device, no medical records and no images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that some time, post filter deployment (date of implant was not provided), an intracardiac echocardiogram demonstrated three detached filter arms; a limb in the heart, a limb embolized in the ivc wall and one limb perforating the ivc wall. The vena cava filter and two detached limbs were removed successfully. The filter limb perforating the ivc wall remains in the patient. Another vena cava filter was then deployed successfully. The patient status at this time is unknown.